Manufacturer narrative:
Model # 5568 trapliner was returned to vsi for evaluation. The device was covered in blood and blood was present inside the balloon when it was returned suggesting it was used inside the patient. The hypo tube was separated at the injection port inside of the balloon. The balloon was torn but remained together keeping the device intact. A manufacturing record review was completed and no related nonconformances were found, supporting the device met material, assembly and performance specifications. The trapliner IFU warns; "exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result." Based on the information received and the evidence gathered during the returned product investigation it is likely that the device was mishandled at some point during procedure.

Event description:
This complaint was reported as damaged during the prep of catheter. Was never inserted in a patient. No patient injury or impact reported.